Event description:
It was reported the patient had developed painful laxity over time. The components appeared to be well fixed. A revision knee was scheduled to address laxity. During the operation, it was noted that there was metal debris being generated by the prosthesis as there was staining throughout the capsule. The femoral component was removed, and it appeared that the debris was being generated at the taper between the femoral adapter and the femoral sleeve; both of which were well fixed. The well-fixed tibial tray was removed. Trials were placed and motion and stability was confirmed. Final components were placed. No patient harm nor delay was noted. Patient appeared have had thicker inserts placed on (B)(6) 2020 and (B)(6) 2021. Doi: (B)(6) 2017. Dor: (B)(6) 2025. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.